Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumers states the seat cracked and states the seat is pinching the consumer on the right side of her thigh area. The caller states the seat is cracked about 2 inches. No medical intervention necessary and the caregiver states the consumer placed a washcloth on the seat to avoid the crack. Update from (B)(4) 2016 added by consumer affairs: commode seat replaced. No medical intervention, no further information provided. The consumers daughter-in-law called back to state the seat is square not round. Will send out 1112182 and return 1112182 7857hf.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The commode seat with lid for the (B)(4) invacare I-class all-in-one commode in question was cracked near the front right corner of the seat. The crack resulted in a rough, raised edge, and the location of the crack suggested that it could have pinched the end user's right thigh, as was alleged. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The commode seat with lid for the (B)(4) invacare I-class all-in-one commode in question was cracked near the front right corner of the seat. The crack resulted in a rough, raised edge, and the location of the crack suggested that it could have pinched the end user's right thigh, as was alleged. The consumers states the seat cracked and states the seat is pinching the consumer on the right side of her thigh area. The caller states the seat is cracked about 2 inches. No medical intervention necessary and the caregiver states the consumer placed a washcloth on the seat to avoid the crack. Update from 02/18/2016 added by consumer affairs: commode seat replaced. No medical intervention, no further information provided. The consumers daughter-in-law called back to states the seat is square not round. Will send out (B)(4) and return (B)(4)